Manufacturer narrative:
The affected evita 4 (year of manufacture 2005) was analyzed by dräger service onsite. Based on the available information the device reacted as specified to the deviation by initiating a warmstart in an attempt to solve the issue. During a warmstart, the evita 4 opens the airway system to allow for spontaneous breathing and generates an audible alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the latest set parameters. The functional safety of the evita consists in controlled and monitored patient ventilation with user-defined settings for the monitoring functions of minimum and maximum minute volume, maximum airway pressure, minimum and maximum o2 concentration in the breathing gas, maximum inspiratory tidal volume, maximum respiratory rate or, if a set limit is acceded, by an appropriate visible and audible alarm. The service engineer identified the pneumatic control board and the exhaled pressure sensor as root cause. No patient consequences have been reported. The device has already been repaired and is back in use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device performed a restart during use on a patient. The alarm pressure detection failed. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device performed a restart during use on a patient. The alarm pressure detection failed. No patient injury was reported.